Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the clinically used laser diffusing fiber was inserted into "sma" connection and tone was received on open/close of session. After all imaging setup with MRI, the laser was put in standby and then engaged to test dose at 30%. No tone was given nor was imaging picking up on any changes in temperature, although the laser on the timer was counting down. Troubleshooting was performed. The site tried reseating the laser generator serial connection, terminator, and laser control interface usb connections, as well as reseating laser diffusing fiber "sma" connection with no success "at least" twice. They never received any messages in the laser modulation software window, indicating the laser control interface was not detected. They then plugged in the foot pedal and disconnected the serial connection to the laser control interface to fire manually at 5 watts on the generator and got no tone / no laser energy, even after reseating components and power cycling generator. They then turned off system, reseated all relevant connections, and booted back up to no success. After reseating the clinical use laser diffusing fiber ¿one last time,¿ they finally got time on session open and successfully fired the laser for full ablation of the tumor target. "Eventually," the site got laser working to finish the ablation case. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.